Event description:
It was reported that this pacemaker migrated. In addition, the patient had an open wound and liquid was oozing out of the wound. A pocket revision was performed and device repositioning in which during the procedure a placement difficulty was met. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.